Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 no complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions breaching the outer insulation; 40.6 cm to 40.9 cm from the distal electrode tip. One was located at proximal to the suture sleeve tie mark which is consistent with friction to device can and the other at distal to the suture sleeve tie mark due to friction to another implanted device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.